Event description:
During a laparoscopic right colon resection the physician used a harmonic handpiece with #4 harmonic machine when he observed the tip appeared to be burnt and part of the material on the tip of handpiece was coming off into the patient's abdomen. The surgeon was not able to retrieve the pieces.